Event description:
A customer contacted beckman coulter regarding falsely low glucose (gluc) result from a single patient sample that was generated by the synchron lx20 instrument. The customer indicated that an ER tested a patient sample for gluc with a glucometer. Per cusotmer, the gluc result was too high to read by the glucometer ("> 400 mg/dl"). The patient sample was sent to the lab and tested for gluc on the synchron lx20 instrument. The gluc result was 115 mg/dl. The result was reported out and questioned by the ER. The customer then re-tested the patient sample for gluc on another instrument in their lab. The gluc result obtained from another instrument was 586 mg/dl. Unknown if treatment was initiated or withheld as a result of this event.